Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump received "loss of power occurred while running" alarm. It was stated that the issue only occurred when using the rechargeable battery. The rechargeable battery item number is 21-2160-51. The pump is being turned off while infusing. When a drop test is performed with the pump using a rechargeable battery, the pump turns off. When the same test is performed with the pump using an aa battery, the pump continues to remain turned on. The customer stated that when the pump using the rechargeable battery is being dropped, the contact between the pump and the battery is getting loose. This issue appears to happen frequently, particularly among community pump users. The event occurred on (B)(6) 2024, (B)(6) 2024, (B)(6) 2024, (B)(6) 2024 and twice on (B)(6) 2024. Video of the device has been provided. There was patient involvement. Associated complaints documented on (B)(4).

Manufacturer narrative:
Device evaluation: no product sample was received, however, a video was provided for the investigation by the customer, which demonstrated that the pump loses power during drop tests with the rechargeable battery, while the same test with aa batteries shows no power loss. The customer¿s observation suggests a mechanical issue with the rechargeable battery connection under impact. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device's 12-month service history, which showed no previous occurrences of similar events. As a result, we could not replicate or confirm the reported issue.

Manufacturer narrative:
The shutdown was caused by severe mechanical impact, which opened the battery door and interrupted electrical contact as expected. The pumps maintained power under all intended-use and specification-required conditions, meeting cadd-solis requirements for post-impact functionality and structural robustness. No product failure was identified; the shutdown occurred due to mechanical impact outside intended-use conditions.